Event description:
It was reported that the user experienced a brief loss of continuous glucose monitor (dexcom g7) signal to the ilet, after which sensor glucose readings resumed without any alerts or alarms on the ilet and without sensor failure notification. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education regarding connectivity, with guidance that sensor replacement is not indicated absent a sensor failure alert. Investigation of this case revealed a transient connectivity disruption with no identified device malfunction and the responsible device not identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication interruption.